Event description:
It was reported that a large volume multirate infusor underinfused. The device was filled with an unspecified amount of fluorouracil. It was reported that the infusion lasted 24 hours longer than the expected 48 hour infusion time. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 25, 2014 - april, 26 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.